Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer's bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service.

Manufacturer narrative:
10aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen was unable to pass calibration. The device was not in clinical use at the time of the event. There was no report of patient or user harm.